Event description:
It was reported that the right monitor on the 9800 system had an error message displayed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The right monitor was replaced during the svc call. The system was tested and found to be working as intended and put back into service.